Event description:
Per independent repair center statement, the irc5po2v concentrator had low o2 (yellow light). The key failure was the manifold valve was stuck/leaking. Additional malfunctions were filter dirty, zip ties defective and hose clamp was defective.